Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder would not turn off. The tip caught on fire and started sparking and glowing red hot. A replacement vasoview 6 device was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that there were no non-conformities and there were minimal signs of clinical usage. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B) (4)